Event description:
It was reported by the user facility that they had a roll-over accident with a patient in the back of the ambulance secured to a cot. The patient passed away allegedly from injuries sustained in the accident and not as a result of the cot. The customer has confirmed that cot did not come out of the fastening system during this event.

Manufacturer narrative:
Conclusion -the cot will not be repaired due to the vehicle accident event.